Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of booting to an error and the door needing to be fixed but was unable to confirm the customer comment of a "blue screen." The link electronic module printed circuit board was calibrated and the hard drive replaced. Analysis noted a broken left keyboard hinge and the broken power cord bay and both were replaced.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted to a "system error 0" and it was able to be cleared but later booted to a blue screen. It was additionally requested that the programmer's door be fixed. The programmer was returned for service. There was no patient involvement.